Event description:
New information noted that no further intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was unable to send a transmission. The patient was then presented in clinic. Upon review, it was discovered that the device had no rf telemetry. A firmware download was performed however, the merlin box was still unable to send transmission. Further information was requested however, was not provided.